Event description:
The technician alleged that the side rail could not latch. No pt impact.

Manufacturer narrative:
The technician replaced the side rail ratchet rivets and the shoulder bolt to resolve the issue.